Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator has no flow due to blower not running. The customer reported there was no patient involvement.